Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states she feels well and she does not require medical attention. The customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire 12/31/2016. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Reviewed meter memory (B)(6) customers concern:customer is concerned with the results of lo. No adverse event reported.